Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: two images of the cassette tubing were returned; however, the resolution was low and it was not possible to determine from the images whether the tubing was damaged. One used reservoir cassette was received for evaluation. Upon receipt, a cut was observed in the cassette tubing. The deformation exhibited clean inner and outer edges. To evaluate whether the clamp could have caused similar damage, the tubing was clamped three times at the same location and then inspected. No damage was observed following this testing. The complaint of a leaking cassette was confirmed based on the observed cut in the tubing. The most probable cause of the cut is interaction with a sharp object; however, the timing and location of when this occurred could not be determined. A device history record review could not be performed as the reported lot number does not match the reported item number.

Event description:
It was reported that the medication cassette was leaking when the nurse was priming the line and saw a slice or cut in the cassette tubing. No leaks were observed during compounding process by technician and no defects found at final check by pharmacist. The nurse said she did not notice any liquid pooling in the clear plastic bag that cassette was dispensed in. The pharmacist confirmed that the nurse did not use a knife to open the box. The event occurred immediately on use. Photos are available for investigation. Sample is available for investigation. There was patient involvement and no harm.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.